Event description:
It was reported to philips that the customer called to order the display cable to resolve a "monitor alarm failure" - as reported in the sap order notes. There was no reported patient involvement/adverse patient impact.